Manufacturer narrative:
Co's has completed co's investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, use of alcohol as a cleaning agent, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
On 1/14, the pt took his normal insulin and ate usual meals, despite feeling "sluggish." A 2/p reading on his one touch basic meter was 400 mg/dl. The following morning (1/15), his daughter was unable to awaken him. A blood glucose test performed on his meter at 9/a was 513 mg/dl. The paramedics were called and upon arrival obtained a meter reading (unknown brand) of 23 mg/dl. He was treated with glucose enroute, with additional glucose upon arrival. The pt was released at 11:30/a and obtained a normal blood glucose result on his meter (105 mg/dl) at approximately 12/p. The meter is cleaned only when the "clean test area" message appears and it was reported alcohol has been used in the past. Calibration on 1/15 was 81 within a labeled range of 64-85. No quality tests are performed on the test strips.